Manufacturer narrative:
Additional information was received that the asp replaced the power cord and power management (pm) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not power on with alternating current (ac) power. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit would not power on with ac power. It was also stated that there were no light emitting diodes (leds) illuminated on the front of the unit when the unit was connected to ac power. The customer requested onsite service. A philips authorized service provider (asp) went onsite to further evaluate the reported issue. The philips asp performed an internal battery test and the power failure test to replicate the reported issue. The unit powered on normally during evaluation, and the failure condition could not be reproduced. The philips asp stated that the unit¿s light emitting diode (led) indicator illuminated during charging, and the battery voltage measured 16.24 volts before testing. These results confirm that the power system was functioning within specification at the time of service. It was later discovered that it was a user error due to the customer not plugging in the unit to ac power. The reported issue was unable to be replicated. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.